Manufacturer narrative:
The adverse event reported may be the result of the humeral loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as the devices remain implanted and no radiographs or clinical information was provided. H6: corrected investigation clinical codes.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced aseptic humeral loosening. Patient presented with pain and arm swelling. As a result, approximately 7 years after initial replacement, the patient still has been experiencing pain but has started taking tramadol which has helped and was administered a brace. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 320-36-10 - 145-deg pe 36mm const hum liner +0: (B)(6), 320-10-00 - equinoxe rev tray adapter plate tray +0: (B)(6), 320-32-36 - exp glenosphere, 36mm, for small reverse: (B)(6), 320-35-02 - small superior augment glenoid plate: (B)(6), 308-05-19 - distal fixation ring ha 19.5: (B)(6), 308-09-00 - small prox body +0: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.